Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50, serial number: (B)(6), batch/lot number: 7076511, model/catalog description: infinion cx lead kit, 50cm, unique identifier(UDI)#: (B)(4). Model number/catalog number: sc-2317-50, serial number: (B)(6), batch/lot number: 7076523, model/catalog description: infinion cx lead kit, 50cm, unique identifier(UDI)#: (B)(4). Model number/catalog number: sc-4318, batch/lot number: 28820373, model/catalog description: clik x anchor sterile kit, unique identifier(UDI)#: (B)(4).

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and leads had high impedances. The patient underwent a spinal cord stimulator (scs) system replacement procedure. The explanted devices were not returned per facility policy. No further information could be obtained despite good faith efforts.